Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, there was an over-current detection (ocd) alert noted on the device and high voltage (hv) therapy was aborted due to a potential lead anomaly. The rv lead is currently being monitored. The patient was stable following this event with no adverse health consequences.